Event description:
It was reported that the patient presented in the hospital with chest pain. Upon investigation, the right ventricular (rv) lead perforation resulting in a hemothorax and a right ventricle wall rupture was observed via diagnostic imaging. Additionally, low sensing was observed on the rv lead. An attempt to reposition the rv lead was made, however, the patient's condition worsened. The patient was transferred to the critical care unit where a chest drain was performed. The patient passed away at a later date as a result of the event.